Event description:
It was reported that shortly after implant, the lead was not pacing. X-ray and computed tomography (CT) scan confirmed perforation. A procedure was performed to explant the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5086mri45 implantable pacing lead (B)(6) 2013, competitor implantable pulse generator. (B)(4).